Event description:
Customer initially called regarding a no delivery alarm while bolusing. During the call, it was reported that no insulin was present in the reservoir. Customer stated that, she had just changed infusion set the day prior. The paramedics were called during the call and customer waited on the phone until they arrived to treat low blood glucose level.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.